Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been having problems getting their implant to charge. Patient stated it is almost impossible to charge the implant. Patient mentioned they finally got the implant to 60% last night. Patient also stated for the last 3-4 days the controller has been displaying checking the recharger for a long time and then the controller will display error code rm05 agent understood this to be system problem rm05. Patient said they have tried resetting the controller, disconnecting and reconnecting the recharging cord, laying on pillows, going through passive recharge mode, and if they breathe on the equipment, it stops charging. Patient noted that they had it down to where if they got it to an excellent charge rate and they did not move a muscle for an hour and a half they could get it to charge, but if their dog came and jumped on their lap then it would stop charging and they would have to start the process all over again. Patient mentioned that they are sick of monkeying around with it and that they have always had a hard time connecting to charge. Patient did not have their equipment with them at the time of the call. Patient will call back with their equipment for troubleshooting. No symptoms were reported. Patient called back to start the troubleshooting. Patient mentioned they already restart the controller but the issue still persisted. During the call patient reset the controller and confirmed there was no damage with the controller port and recharger. The patient blew into the controller port and cleaned the recharger plug. Patient attempted to recharge the implantable neurostimulator (ins) but got a message replace the controller battery soon. Agent sent a request to repair to replace the recharger. Patient called back on (B)(6) 2025 repeating information from previous call and that they received the controller replacement. Patient mentioned that the controller was not the issue and that the recharger is patient added that the recharger gets hot and gets hot where the wire goes into the paddle. Patient noted the controller is working like their previous one but the recharger is like shorting out and gets hot. Patient stated if they move a certain way, they can cool it down and charge. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
B3: product ID 97755; serial# (B)(6); UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger antenna and a "batteries low, replace controller batteries soon" message was seen and low reading being 0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.